Manufacturer narrative:
(B)(6). A visual inspection of the device was performed and the complaint mode was confirmed. The anchor was broken, most likely from the removal from the joint space. The sutures were cut from the broken piece of the inserter and examined under a microscope. It appears that a failure at the weld occurred. The weld strengths were then tested and the readings exceeded requirements. No root cause related to the manufacturing process can be established. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during production. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During an arcr (arthroscopic rotator cuff repair) using a healicoil sa pk 5.5mm w/2 ub-bl, cbrd bl it was reported when the device was inserted into the site, the anchor could not be inserted after two turns. The surgeon tried to pull out the anchor from the site, but the shaft was broken into two parts; inserter and inserter tip. The anchor was pulled out by rotating with a grasper as well as the inserter tip. The patient's bone quality was noted as normal. No patient injury or other complications were reported.